Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging her onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. About 2-3 weeks prior to contacting lfs, the patient reported blood glucose results of "6.4 mmol/l" with a lifescan meter and "1.2 mmol/l" on another meter, performed within an unspecified time of each other. It is not known how the patient manages her diabetes or what action the patient took at the time of the alleged issue. At the time of the alleged inaccurate result, the patient claimed she felt symptoms of "hypoglycemia" and emergency medical services (ems) provided the patient with a "piece of sugar" as treatment. The patient stated she felt better after. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca walked the patient through a control solution test. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.